Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik flossers--582cd. As per description, "consumer came home to a strong burn smell and found bits of ash were floating around the bathroom. Unit purchased from amazon on (B)(6) 2024. Based on the photos, the only burn damage is to the top of the unit on the tip rotator. Medical history and concomitant medication - unknown. Note: church and dwight requested more photos of the charging cord and front of the unit from the consumer. As per the update on 02-dec-2025, the consumer clarified that the unit was not connected to the charger when this happened.

Manufacturer narrative:
Not available.